Event description:
Home patient (hp) reports feeling pain in shoulders and chest due to excess air. No further information regarding incident. Per rn, there was no pt injury or medical intervention required.